Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that the insulin pump had a blank display during battery change. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's father stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's father stated that the battery compartment and spring were neither damaged nor corroded. The customer's father stated that the battery cap was not missing or damaged. The insulin pump will not be returned for analysis.